Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received a critical pump error on insulin pump screen. The blood glucose at the time of the event was 5.6 mmol/l. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump alarmed insulin flow blocked alarm during priming when performing displacement test and occlusion test. Unable to perform the the displacement test and occlusion test due to insulin flow blocked alarm. Unable to perform rewind test as the motor slide was not halfway to fully extended position due to recurring insulin flow blocked alarms. The pump passed sleep current test, active current test and self test. Pump failed prime/seating test, basic occlusion test, force sensor test due to failed force sensor cause by moisture damage on the force sensor. Successfully downloaded history files and traces using thus. Pump error 4 was noted in pump's downloaded history on 08/08/2022 at 20:54:01.000 due to hardware error. Pump error 63 variable 2 was noted in pump's downloaded history on 08/08/2022 at 20:54:01.000 caused by moisture damage on the lcd display flex tail. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, or force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. No delivery alarm/occlusion during priming was confirmed due to moisture damage on the force sensor. Pump error 4 was confirmed due to hardware error. Pump error 63 variable 2 was confirmed due to moisture damage on the lcd display flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.